Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the available information¿which may include the returned device (if applicable), pictures, videos, event descriptions, and any additional field data¿arthrex concluded that the most likely cause of the reported failure was user error, including improper tubing setup. Refer to dfu-0212-eor2_fmt_en. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Event description:
On 04/4/2025, a facility representative reported via sems-06830110 that during a surgical case involving the use of two ar-6480 dualwave arthroscopy pumps. The team observed a sudden and significant increase in intra-articular pressure, rapidly escalating to unsafe levels. The anomaly was detected via the pressure display on the console, and the response was immediate, preventing harm or adverse response to the patient. They swapped the tubing set in use with an alternate new tubing set. Upon replacing the tubing, pressure readings normalized, and the remainder of the procedure was completed successfully.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.